Event description:
It was reported that the patient experienced adhesive issues with five infusion sets detaching prematurely due to heat and sweating on (B)(6) 2026.

Manufacturer narrative:
Initial 5 of 5.e1: name: (B)(6)country: switzerlandstreet: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.